Manufacturer narrative:
Age/date of birth: age range between 18-85 years of age. Mean age was 61.4 ± 11.8 years. Sex/gender: 84 males and 41 females. Date of event: unknown/not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. Gedde, s., feuer, w., lim, k.s., barton, k., goyal, s., ahmed, I., brandt, j. (2019). Treatment outcomes in the primary tube versus trabeculectomy study after 3 years of follow-up. American academy of ophthalmology. 127(1), pp. 333-345. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: treatment outcomes in the primary tube versus trabeculectomy study after 3 years of follow-up an unmasked multicenter, randomized prospective study was done to report 3-year results of the primary tube versus trabeculectomy (ptvt) study. Treatment failure occurred in 41 patients in the baerveldt glaucoma implant tube group and the reasons for treatment failure were due to inadequate iop reduction (n=26) and reoperation for glaucoma (n=15). The study reported that there are a total of 18 patients in the baerveldt glaucoma implant tube group who underwent additional glaucoma surgery which involved placement of a second tube shunt in 6 patients, endoscopic cyclophotocoagulation in conjunction with cataract extraction in 4 patients, transscleral cyclophotocoagulation in 4 patients, trabeculectomy with mitomycin (mmc) in 3 patients, insertion of an in focus microshunt with mmc in 1 patient, and implantation of a xen gel stent with mmc in 1 patient. One patient in the tube group with treatment failure underwent removal of the tube shunt for exposure of the end plate (n=1) in which a phacoemulsification cataract extraction and endoscopic cyclophotocoagulation was performed at the time of shunt removal. Early postoperative complications reported in the study included shallow or flat anterior chamber (n=13), choroidal effusion (n=9), wound leak (n=1), hyphema (n=8), hypotony maculopathy (n=1), wound dehiscence (n=2), corneal dellen (n=1), and cystoid macular edema (n=1). Late postoperative complications reported in the study included encapsulated bleb (n=14), persistent diplopia (n=3), shallow or flat anterior chamber (n=3), dysesthesia (n=1), iritis (n=2), choroidal effusion (n=2), cystoid macular edema (n=2), conjunctival cyst (n=1) which was excised, and plate erosion (n=1). One patient underwent tube revision for retraction of the tube retraction (n=1) from the anterior chamber. One patient in the baerveldt glaucoma implant tube group experienced epiretinal membrane (n=1) and one patient had posterior capsular opacification (n=1) which both subsequently led to vision loss or loss of 2 or more snellen lines from baseline. Other patients reported to have lost = 2 snellen lines were due to the following: cataract progression (n=8), glaucoma progression (n=8), macular disease (n=1), and due to unknown reasons (n=1). Further postoperative interventions reported in the study included laser suture lysis (n=23), anterior chamber reformation (n=10), paracentesis (n=7), wound suture (n=2), and laser iridoplasty (n=1).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.